Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/07/2018. Device evaluation: the sample was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed on returned lens. Loose fibers/particles were observed and may be related to product handling in a non-sterile environment. Residues of lubricant material were also observed, indicating that the unit was handled and prepared for surgical use. One of the haptic was observed damaged/distorted. No damaged was observed to the other haptic. No scratches were also observed on lens. The complaint issue reported was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 18.5 diopter intraocular lens (iol) was noticed scratched after being inserted into the patient's operative eye during the same surgery. The procedure was completed successfully using a backup lens with same model and diopter size. There was no vitrectomy performed and no serious patient injury reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed. The units were manufactured and released according to specifications. A review of complaints revealed that no other complaints have been opened under this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.